Event description:
Healthcare professional reported, right side "deflation of a tissue expander". The device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, two punctured opening assessed, as to surgical damage like. And an opening sharp assessed, as unidentified (tear) opening (shell thickness was within specification). Additional observations: crease fold observed, in the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation of a tissue expander". The device was explanted and replaced.